Event description:
It was reported that a patient underwent an eye surgical procedure on an unknown date and suture was used. The patient experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the patient developed granulomas at the sites of the suture knots. The patient was given steroid eye drops. By six weeks post-operative, the patient was comfortable and the event was resolved.

Event description:
Reporter alleged obtaining the results of 512 mg/dl and 145 mg/dl back to back within 10 minutes on the aviva system. Reporter alleged that on a different day, he also obtained the results of 314 mg/dl and 154 mg/dl back to back within 10 minutes on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.